Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that following surgery to implant the mesh, the pt experienced a small bowel obstruction. Unk conservative management was attempted and was not successful, therefore the pt had surgery on (B)(6) 2014. It was discovered and a few loops of bowel were adhered by the mesh, requiring resection and anastomosis of the small bowel. Additional information has been requested but not yet received.